Event description:
It was reported that pump experienced malfunction alarm, but no blood glucose values or symptoms were provided. There was no reported impact to the customer¿s blood glucose level. Customer power-cycled pump but same malfunction reappeared, distributor arranged pump return for evaluation, and replacement pump was provided; no additional information was received regarding outcome of event.